Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged cover glass could not be identified. However, it¿s likely the cause is related to improper handling and excessive external force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had broken components. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: the cable unit was scratched, and the image blacked out and flickered. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.